Manufacturer narrative:
The patient samples were returned for investigation. The investigation suggest the presence of a high molecular weight interferent in the patient sample that may lead to falsely elevated troponin results and to the observed differences in both applications. The interference is extremely rare and covered by disclaimer in the method sheet. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur.these effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). The patient samples have been returned for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for 3 samples from 1 patient on a cobas 8000 e 801 module, serial number (B)(4). Results for sample 1: (troponin t hs). The initial result was 35.9 pg/ml. The repeated result was 34.8 pg/ml (repeated result was reported outside of the laboratory). (Troponin t hs stat). The initial result was 21.9 pg/ml. The sample was repeated again on (B)(6) 2020 and the result was 20.2 pg/ml. Results for sample 2: (troponin t hs). The initial result was 64.3 pg/ml (initial result was reported outside of the laboratory) and the repeated result was 64.3 pg/ml. (Troponin t hs stat). The initial result was 38.6 pg/ml. On (B)(6) 2020, the sample was repeated and the result was 37.2 pg/ml. Results for sample 3: (troponin t hs). The initial result was 65.1 pg/ml and the repeated result was 64.5 pg/ml (repeated result was reported outside of the laboratory). (Troponin t hs stat). The initial result was 38.9 pg/ml. On (B)(6) 2020, the sample was repeated and the result was 37.3 pg/ml.